Event description:
Facility reported that three unit staff performed a routine transfer with an acquired brain injury resident from his bed. The staff sat the resident up, applied the appropriate lift belt. Staff moved the sit to stand lift in front of the resident but did not apply the brakes. The resident has given implied consent initially. The resident became upset and began to rock forward and backward on his bed. The lift also moved forwards the resident. He rocked back and forth between 4 - 8 times before he stopped. At this time the staff called for assistance as the resident had impaled the hook of the lift into his right axilla. Fire department removed the hook/arm of the apparatus and the resident was transported to the emergency room for assessment. The hook missed vital blood vessels and nerves despite being impaled into his flesh more than 2 inches. The hook was removed with a scalpel. Equipment was cleaned and returned with the resident after his axilla was sutured. The hook was put back on the lift by facility maintenance department and has been returned to service.

Manufacturer narrative:
MDR submitted based on reported injury.